Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker only had one year remaining from what was shown in the paperwork from the clinic. At the last check up, the device indicated it would last for about 10 years. Boston scientific technical services advised that the clinic should be called in order to clear up the discrepancy. Additional information obtained from the field representative (fr) indicated that this device was checked prior to the call and it showed that device still had 9.5 years remaining. Furthermore, the clinic never contacted the fr for any issue related to this device. To date, this pacemaker still remains in service. No adverse patient effects were reported.